Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's identifier was (B)(6), and that their date of birth was (B)(6) 1943. Per date of event and patient's dob, the patient age at the time of the event is 75 year-old. Mentor also became aware that the correct suspect medical devices were (left) 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 5719585 and (right) 200cc mentor smooth round moderate profile saline catalog: 3501625 lot: 7011789. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: two 190cc mentor memorygel breast implants catalog #: 3507190mc, serial # for left: (B)(4), serial # for right: (B)(4). This medwatch form is for the left breast prosthesis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/7/2020, the suspected medical device was returned for evaluation. On 2/17/2020, the investigation on the suspected medical device was completed. Investigation summary : the device was visually inspected, and an area of missing material was observed in the anterior view, measuring approximately 1.0 cm x 0.7 cm. Leak testing revealed there was leakage from the valve. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a revision breast augmentation with two 190cc mentor memorygel breast implants and experienced bilateral rupture. As a result, the patient had explanted both implants on (B)(6) 2019. This report is for one of the reported prosthesis.